Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump failed accuracy (-8.1%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed he keypad overlay was slightly delaminated and the downstream occlusion sensor nub was slightly worn. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.